Manufacturer narrative:
Product analysis # (B)(4): equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361). As found condition: the pipeline flex shield was returned inside the outer carton, biohazard bag, and a shipping box. The phenom 27 catheter was not returned. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the braid were found fully opened with no damage. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the device analysis and reported information, the customer report of ¿failure/incomplete open distal¿ was not confirmed as the distal and proximal ends of the braid were found fully opened with no damage. No damage was found with the pushwire. The cause of the ¿failure/incomplete open¿ could not be determined. Possible causes of ¿failure/incomplete open¿ include patient vessel tortuosity and the user deployed braid in vessel bend. The customer reported that the braid was not positioned in the vessel bend, ruling out the user deploying the braid in the vessel bend as a potential cause. In the event, the vessel tortuosity may have contributed to the failure to open issue. The customer report of "resistance during delivery" was not confirmed as the pipeline flex shield was returned without the catheter. No damage was found with the pipeline flex shield and pushwire. The root cause could not be determined. Possible resistance causes include vessel tortuosity and lack of continuous flush with heparinized saline during delivery. Since the catheter was not returned, any contribution of the catheter to the resistance issue could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting the resistance was encountered at hand.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that resistance and deformation of the pipeline tip were observed during device expansion; when the tip was checked externally, it was confirmed that the tip had frayed and its shape had changed to a flare. Therefore, it was placed in a different pipeline. There was deployment failure in the distal stent region. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed 2 or less times. There was not any kind of operation, such as using another device to deploy the stent. The pipeline was resheathed and removed from the patient's body with the microcatheter. There were no abnormalities with the concomitant catheter. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the package insert. The patient was undergoing surgery for treatment of an ophthalmic c6 aneurysm with a max diameter of 8mm and a 4.5mm neck diameter.